Event description:
During case, precision twist transvaginal anchor system used by surgeon and the screw fell out even though surgeon cut the end off the suture prior to use. New product opened. Case completed.